Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, lead noise was observed on the ra lead. Isometric testing was performed and noise could be replicated on the ra lead during arm movements. The cause of the noise was most likely due to myopotential oversensing. Programming changes were done and the patient was stable.